Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to d9 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: * accumulated stress over time which caused the connector to get loose * unintentional impact to the connector with something hard. The event can be detected and prevented by following the instructions for use (IFU) section which state: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
After receiving the initially reported event, olympus dispatched a field service engineer (fse) to the user¿s facility to inspect and possibly repair the subject device. While there, as noted in b5, the fse discovered that the unit had sustained excessive physical damage as the yellow connector was broken, and a fluid leak was discovered coming from the back of the unit by the manifold where the alcohol valve and joint were. The fse replaced all damaged components, ran a test cycle, and confirmed all connections were secure and no leaks were present. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus endoscope reprocessor was displaying an e51-fluid leaking error code during a reprocessing cycle. This event had no patient involvement. During the device evaluation, it was discovered that the yellow connector component had been broken. This report is being submitted to capture the damaged connector component confirmed during the device evaluation.